Event description:
It was reported that there was oversensing of atrial fibrillation on this right atrial lead. No adverse patient effects were reported. Programming advice was provided to the clinician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).